Event description:
It was reported that right ventricular lead capture threshold was rising. The atrial threshold was high and unable to capture. Both the right ventricular and the atrial leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592-45 lead, implanted: (B)(6) 2002. (B)(4).